Event description:
As reported, approximately two weeks post the initial right reverse total shoulder arthroplasty, the patient dislocated for a second time and the surgeon decided to go up a size on the stem. The stem was also loose, but the surgeon believes this may have happened during the previous closed reduction. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: (B)(6) 320-06-38 - glenosphere 38mm. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 322-10-00 - humeral adapter tray, +0. (B)(6) 322-38-00 - 145-deg pe 38mm hum liner +0. (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) 531-78-20 - shouldr gps hex pins kit. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.